Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a cartridge cracked. The surgery was completed. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Five opened company iii d pouches (lot number 32588930) and two used company iii d cartridges were returned. Both cartridges have only a small amount of viscoelastic. The nozzle walls of both cartridges are cracked on the top right side, extending into an aneurysm that has torn in the middle and has stretched the cartridge material at the tip exits. Both cartridge tips have heavy stress. Both cartridges show evidence of being placed into a handpiece. The company product history records were reviewed documentation indicated the product met release criteria. The lens model and handpiece used were not provided. It is unknown if qualified products were used. The reported tip damage was observed. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage on the top right side of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. It is unknown if a qualified viscoelastic was used. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).